Event description:
On (B)(6) 2010, the patient reported the infusion device is making an abnormal noise when it beeps and vibrates. She requested assistance turning off the vibrator feature. She found the vibration was already turned off although the infusion device did beep and vibrate. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.